Manufacturer narrative:
(B)(4).

Event description:
Procedure: pancreatoduodenectomy (pd). According to the reporter: during the procedure, the needle broke at the swage. The broken piece fell into pt's pancreas, but could be retrieved. Another used. Operating room time extended more than 30 minutes. No tissue damage. No bleeding. Pt's status is fine.